Event description:
Boston scientific received information that during a routine device replacement, this implantable cardioverter defibrillator (ICD) was connected to the existing leads and measurements were taken with a pacing system analyzer (psa). During testing the right atrial (ra) lead revealed abnormal impedance measurements greater than 2000 ohms, a loss of capture and high thresholds. The physician suspected a loose pin and the ra lead was removed and reconnected to the device again. The ra lead was interrogated a second time and revealed high out of range impedance measurements of 2000 ohms and no capture. The decision was made to explanted the existing ICD and connect the lead to a new device and the procedure was completed. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
A new device was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt, the device will under go detailed laboratory analysis in an attempt to confirm and determined the root cause of the event.